Manufacturer narrative:
Evaluation, results: inherent risk of the procedure (mi). (B)(4).

Event description:
The investigator indicates that the previously reported mi event is possibly related to the study device.

Event description:
Two endeavor sprint rapid exchange drug-eluting stents were implanted in the index procedure; one in the proximal rca and one in the proximal cx. One day post index procedure the patient was reported to have suffered an mi. In the opinion of the investigator, the event was unrelated to the study device. (Ref MFR # 9612164-2012-00122).